Event description:
The customer reported distorted audio from the telemetry speaker. The device was taken out of service and sent to the biomedical engineering bench. Upon testing at the biomedical engineering bench the speaker was found to have failed completely (no audio).

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.